Manufacturer narrative:
During evaluation it was found that a fragment of unidentified cutter could not be removed from the cutter lock spindle of the attachment device. Therefore, this is report 1 of 2 for the same event. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the attachment device becoming unusually warm was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device cannot lock the cutter. An assessment was performed on the device which found that the device will not secure the cutter. During repair it was observed that a fragment of unidentified cutter could not be removed from the cutter lock spindle, and that the device was corroded. It was determined that the device will not secure the cutter because a broken cutter fragment is stuck in the cutter lock spindle. It was further determined that the corrosion is due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported that the event occurred during a surgical procedure. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.